Event description:
During the atrial fibrillation procedure, there was a blood leak from a crack between the hemostatic valve hub and sheath after insertion into the patient. Additional venipunctures were not performed because of sheath replacement. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.